Event description:
It was reported that the siderail dislodged when resident leaned on the siderail while it was in the up position. It was reported that there was pt involvement, no medical intervention, and no adverse consequences.

Manufacturer narrative:
False latch.